Event description:
It is reported that the rods slipped out of a construct requiring revision surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met specifications. The blocker was able to hold down a test rod in a test screw. Conclusion: the plausible root causes of the reported event is overloading combined with under tightening of the blocker.

Event description:
It is reported that the rods slipped out of a construct requiring revision surgery.